Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
Adverse event(s): "poor distance vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, he has poor distance vision. The consumer reported that he could only see to read with his left eye. At the request of the consumer, the surgeon was not contacted.